Manufacturer narrative:
(B)(4). Date sent: 9/17/2020. Additional information was requested, and the following was obtained: there was a long area of scar tissue on the small bowel. In that area she could see a 3mm length of metal protruding out of the bowel. It appeared as though it was a staple that had never formed and stuck into the bowel. This caused the bowel to wrap on itself and was strangulating. Were any issues experienced with device intraoperatively? No how was the issue identified? Patient experienced severe abdominal pain. How was the issue addressed? Ex lap procedure to untwist the bowel. Does the surgeon believe that the device malfunctioned and could have caused or contributed to the event? She believes there may have been a lose staple that fell off the cartridge during the first firing or there was a staple still in the jaws of the device during the second firing (the device was rinsed and wiped prior to loading second cartridge, I was in the room) what was the patient specific diagnosis that may have contributed to the post-operative complication? No, patient was a healthy, young adult.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any issues experienced with device intraoperatively? How was the issue identified? How was the issue addressed? Does the surgeon believe that the device malfunctioned and could have caused or contributed to the event? What was the patient specific diagnosis that may have contributed to the post-operative complication (volvulus)? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that thirteen days post op to a laparoscopic appendectomy the patient presented with a volvulus in small intestine. An exploratory laparotomy was performed to resolve the volvulus tissue. The patient is doing fine.